Manufacturer narrative:
The device affected is a 2006, type 8666 washer disinfector. We were able to establish that this issue is the 4th reportable customer product complaint related to the issue with mixed detergents on the involved devices, reported within last 5 years. It was established that when the event occurred, the washer-disinfector did not meet its specification. During the investigation course we were able to establish, that the unit is not working, alarm codes displayed on the device was related to low temperature in the chamber and unit did not passed tosi test (test object surgical instruments which was designed for the monitoring of the cleaning efficiency of blood-contaminated surgical instruments in washer-disinfectors). None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. During technician arrived on site, he recommended ordering a steam-to-chamber valve to replace the one on the device. He also detected two more malfunctions on the device: one of the docking ports was missing and the detergent hose was mixed and caused switch of the alkali and lubricant detergents. The switched detergents and recognized by the device low temperature alarm, could be a cause of cleaning process ineffectiveness resulting in tosi test failure. The root cause of this event was recognized as a user error; it seems that the customer did not follow with user manual completely and most probably during changing the detergents, inserting hoses into a full container, didn`t ensure if the container contains the correct detergent. In addition wear and tear of the chamber valve had an impact on the customer complaint. All the issues were solved by the technician during inspections performed inside the facility. We believe that devices in the market are performing correctly overall. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of this submission isalso to provide a correction of manufacture date . This is based on the result of an internal review noting the initial report was incorrectly submitted stating another manufacture date. Previous manufacture date#: 2016-10-26. Corrected manufacture date #: 2006-10-26.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is to be investigated. Device not returned to manufacturer.

Event description:
On 25th february, 2020 getinge became aware of an issue with one of the washer/disinfectors, 8666. As it was stated, the detergents (alkali and lubricant) was mixed on the device. We have no information about how many loads was processed with switched detergents. There was no adverse outcome reported, however we have no information about any loads reprocessed and if any ineffective cleaned goods was used to patients¿ treatment. Therefore we decided to report the complaint in abundance of caution.